Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication ID 13588 showed up as morphine 50mg instead morphine 2mg, the customer confirmed that the users were unable to pull the medication due to wrong description. A technical support specialist applied knowledge article 9481 and mentioned that the field service engineer resolved the issue with no information provided on how the issue was fixed so the customer confirmed on cancelling the ticket as resolved on customer's side.

Event description:
It was reported by the customer that bd pyxis¿ cii safe es was showing a different description then what was originally assigned. Morphine 50mg was showing up when originally 2mg. Customer had a concern that users are unable to pull this med any longer due to wrong description. There were no adverse events or injuries reported based on this incident.